Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The client reports that the catheter was fitted on (B)(6) 2010. On (B)(6), a leak was detected on the catheter body; no consequence for the pt, a new catheter was fitted.